Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported severe pain in the left eye upon blinking 1-2 hours after bandage contact lens removal five days post photorefractive keratectomy. The patient was noted to have a corneal abrasion. A bandage contact lens was applied and the patient is to continue topical antibiotic drops as directed. Additional information requested.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All energy settings were within range and all laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which (might have) caused or contributed to the reported event. The manufacturer internal reference number is: (B)(4).